Manufacturer narrative:
H10 h3, h6 the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The device was received with two product pouches. Both pouches were unsealed. There appeared to be a puncture hole in the smaller pouch. A cardboard product holder was not included. The needle overmold assembly was significantly bent. The suture and anchors were returned. The suture and anchors were attached to the device. T1 appears to be deployed. T2 was in the t2 position. The depth limiter button was not in the default position. The actuator tip was behind t2. A functional evaluation was conducted. The actuator tip moved t2. An analysis of the enclosed images appears to show a fast fix device. T1 appears to be deployed. The device appears to be within the sterile packaging. The sterile packaging appears to be opened. The depth limiter button was not in the default position. There appears to be a possible small hole in the sterile packaging. A review of the fast-fix 360 drawing indicates that the paper carrier is to be included with the packaging. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed, but the root cause could not be determined due to the state the device was returned in.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair surgery, when the fast-fix package was just opened, the needle was found penetrating the sterilization pouch, due to the lack of a paper carrier. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.